Event description:
It was reported to medtronic that during a right subtotal thyroidectomy, it was realized that an endotracheal tube had an air leak in the cuff. The tube had to be switched out and the patient had to be reintubated. The anesthetist reportedly checked the integrity of the cuff prior to intubation. The leak reportedly took place immediately after intubation. There was no patient impact.

Manufacturer narrative:
Device analysis: the complaint device was returned for evaluation. The blue and red leads exhibited no visible damage. The electrodes were found inserted through the lumen and were also free of damage. The electrodes did not appear to penetrate through the lumen and/or the cuff area. A functional test was performed. The cuff was inflated and submerged, and bubbles were observed. The cuff appeared to have a pinhole close to proximal circumference of the cuff. The damage was most likely caused by a sharp instrument before or during the procedure. The customer complaint was confirmed for device leakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. This event is filed as a serious injury, due to the reintubation of the patient. (B)(4). The device was returned, evaluation has not yet been completed. The following method and results code were not in our gch system: method: no testing methods performed (not available in gch). Result: results pending completion of evaluation (not available in gch).